Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact air drive device had a locked trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as august 17, 2018 in the initial report and has been updated to august 6, 2018. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reverse locking mechanism was blocked, had excess oxidation and reverse triggering of the trigger. It was also determined that the device failed pre-test for starting behavior, power with the test bench, triggers for forward and reverse mode, air leak, reverse locking mechanism, attachment coupling with the attachments and check the attachment coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.